Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a stroke. It was reported that farawave ablation catheter and faradrive steerable sheath clear was selected for use. Patient was under general anesthesia. Patient was in fib and the physician cardioverted once at 160 and once at 200, with the second cardioversion breaking the arrythmia. Physician gained access, inserted his ice and cs catheters and used a non-boston scientific needle through a non-bsc sheath to go transeptal. Physician then mapped the left atrium with the non-boston scientific pentaray and then exchanged for the faradrive sheath and inserted the prepped farawave catheter. Physician performed a routine pulmonary vein isolation and posterior wall ablation using the farawave. Once satisfied with coverage, the physician removed all catheters, closed the site, and gave 50 of protamine. He did not post map. Aspirations and flushes were done before/after anything entered or left the sheath. Both the sheath and catheter were on a heparinized saline drip. Patient was heparinized, and an act was taken approximately every 15-20 minutes (normal range (around 300), heparin was given to reach and maintain this act). A tee was not performed prior to the procedure to clear the appendage. Nothing unusual was noted during the procedure. Later on, it was reported that the patient had a pretty serious embolic stroke a few hours after the procedure. CT scan and MRI were used. Cause and current condition of patient are unknown. The sheath was disposed.